Event description:
The physician attempted an arteriotomy closure with the perclose proglide device following an interventional procedure. Fluoroscopy was performed prior to the closure with the following findings: vessel size was "greater than six (6) mm;" vessel condition was unknown and the site was confirmed to be in the common femoral artery. It was noted that pt had only an arterial sheath in place. Reportedly, the procedure was performed without any issues and the pt was "transferred to the floor." Approximately two (2) hours after the procedure, a six (6) cm hematoma was found at the site of the groin. The hematoma was treated with a femostop; the pt did not require surgery or blood products. It is unknown if the pt's hospitalization was prolonged as a result of this event.